Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had time anomaly. The customer's blood glucose was 26 mmol/l at the time of incident. The customer stated that their insulin pump had time gain of 11 minutes. The insulin pump was gaining 10 mins for more than 6 weeks. Customer stated that the gain was greater then 1 minute per week and greater than 4 minutes per month. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer treated high blood glucose level with insulin pump. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Programmed the pump with the current time and date and monitored for 13 days. No unexpected time gain or loss noted during monitoring period. The time and date function are performing properly.